Event description:
It was reported that the patient presented to the hospital after experiencing syncopal episodes. The lead exhibited loss of capture due to dislodgement. The lead was replaced and the patient's condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.